Event description:
The customer reported no image being displayed on the provation computer during inspection for use involving olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised the customer to check with provation, as one of the adapter boxes could be failing. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.